Event description:
The reporter did not state the reason for the return of the personal alarm ii model 8203. There was no patient contact or injury reported. Inspection shows that the battery connectors on the battery door are damaged which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Evaluation results: (other) - the battery connectors on the battery door of the alarm unit is damaged. Note: this model has been discontinued by the posey company.